Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to patient and physician's preference.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.